Event description:
It was reported that prior to use, all six devices arrived broken and were in unusable condition. The photo submitted showed that the tips of the devices were damaged, and the tip of one device had broken off. There was no patient involved.

Manufacturer narrative:
D10 concomitant product: lf2019, exact dissector lf2019 ligasure 21cm (lot#60400195x); lf2019, exact dissector lf2019 ligasure 21cm (lot#60400195x); lf2019, exact dissector lf2019 ligasure 21cm (lot#60400195x); lf2019, exact dissector lf2019 ligasure 21cm (lot#60400195x); lf2019, exact dissector lf2019 ligasure 21cm (lot#60400195x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.